Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered down with a white screen, and a 1009 ¿pressure regulation high¿ error occurred. The device was in use on a patient at the time the reported issue was discovered; the respiratory therapist (rt) stated that the patient was in distress during the incident, and the device was removed from service. The customer called technical support to report that the device powered down with a white screen, and a 1009 ¿pressure regulation high¿ error occurred. The device was connected to the nurse call system and removed from the patient without further any incident, but the respiratory therapist (rt) stated that the patient was in distress during the incident. The device was removed from service. Per good faith effort (gfe) response, the rt confirmed that there was a patient desaturation of 60-70%. The biomedical engineer (bme) could not duplicate the reported issue as the device powered up and ran without any issues-- the device cycled normally without alarming, both light emitting diodes (leds) were illuminated solid on the front bezel, and the battery (dated 2021) was fully charged with a voltage reading of 16.75. Additionally, the customer stated that the power management (pm) was replaced per field correction order implementation for preventive measures.